Event description:
A customer reported that the adc device would not power on with button press or strip insertion and was unable to monitor glucose. The customer became dizzy with cold sweats and experienced seizure and loss of consciousness. The customer was treated with oral sugar and sugar water provided by neighbor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader, no issues observed. Upon deceasing the reader the weld for the reader was slightly raised, but no bulge was observed to back of reader and a swollen battery was not observed. Applied pressure to microcontroller processor (mcp) and observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted. G607002: appropriate term code not available was used in h6 as it was confirmed to poor soldering of the mcp.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion and was unable to monitor glucose. The customer became dizzy with cold sweats and experienced seizure and loss of consciousness. The customer was treated with oral sugar and sugar water provided by neighbor. There was no report of death or permanent injury associated with this event.